Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) could not be interrogated with a programmer. Technical services (ts) discussed troubleshooting options; however, this device was not able to be interrogated. This crtd remains in service. No adverse patient effects were reported.